Event description:
The hcp reported that a pump motor stall was discovered after the patient had an MRI done. The hcp was initially unable to interrogate or program the pump. The motor stall was corrected after the hcp re-interrogated the pump. The patient is reported to have recovered after a "surgical intervention" was done.